Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the primary alarm failed. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the primary alarm failed. Per good faith effort (gfe) response, the customer declined to pay for repairs. No further service was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team.